Event description:
It was reported the patient received the following results within 15 minutes: 327 mg/dl and 138 mg/dl.

Manufacturer narrative:
H3 other text : the product is not expected to be returned.